Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the devices were explanted bilateral prosthesis replacement with 800cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with unknown mentor saline prosthesis experienced right sided baker¿s grade IV capsular contracture and left sided deflation post procedure. This was accompanied by bilateral pain and right sided folding. The deflation was diagnosed by mammography. As a result, the devices were explanted on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-15143 for contralateral prosthesis report.